Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge") and device expulsion ("expulsion") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, weight increased, dyspareunia, bladder disorder, urinary tract infection, urinary tract disorder, vaginal discharge and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 received treatment for dysmenorrhea, pelvic pain female, back pain, abdominal pain, dyspareunia, genital bleeding, device breakage, bladder problem, urinary disorders, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case became incident, event injury nos removed, new events (chronic dysmenorrhea (cramping), pelvic pain, back pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, weight gain, breakage, bladder problems, urinary problems, uti, vaginal discharge and expulsion) added, insertion date of essure, reporter detail and date of birth of patient updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("pellvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge") and device expulsion ("expulsion") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, weight increased, dyspareunia, bladder disorder, urinary tract infection, urinary tract disorder, vaginal discharge and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 25-jun-2015 received treatment for dysmenorrhea, pelvic pain female, back pain, abdominal pain, dyspareunia, genital bleeding, device breakage, bladder problem, urinary disorders, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pregnancy (in 2010 and 2015.), pain in knee and vaginal delivery. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("expulsion / passing a coil with menses"). In (B)(6) 2017, the patient experienced urinary tract infection ("uti / infection (other)"). In (B)(6) 2017, the patient experienced pelvic pain ("pellvic pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on 2018). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, weight increased, dyspareunia, bladder disorder, urinary tract infection, urinary tract disorder, vaginal discharge and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 received treatment for dysmenorrhea, pelvic pain female, back pain, abdominal pain, dyspareunia, genital bleeding, device breakage, bladder problem, urinary disorders, uti and vaginal discharge. Current weight 260 lbs. Left ostium: 13. Right ostium: 2. She reports passing a coil with menses on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received: lot number added. Surgery ablation added. Event onset date, demographics, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.